Manufacturer narrative:
Evaluation narrative - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the needle but remains attached to the suture. The suture has been wrapped around the needle. T2 remains on the insertion needle in its customary position. The actuator is in its t2 pre-deployment position indicating a deployment of t1. The depth limiters distal end is damaged/crumpled. The tail end of the suture is sticking out of the proximal end of depth limiter straw. It appears that the depth straw was removed from the device and placed back on the device capturing the suture. Depth limiter was removed and the device was functionally tested for proper actuator advancement and cycling, device functioned as intended. As a result of the test t2 deployed as intended. Reported simultaneous deployment cannot be confirmed. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Device returned for evaluation on 31 march, 2016. Device evaluated by the manufacturer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the curved fast-fix 360. There was a short delay in the procedure of less than 30 minutes, and no patient injury was reported.